Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was provided: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There were no patient consequences and patient is recovering well. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that six individual 1-up cartons were returned. The temperature indicator sticker on six cartons had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. All six devices were opened and visually inspected for damage to the buttress attachment material (bam) pattern. Three device showed visible signs of high temperature with a melted and migrating bam pattern. The remaining three devices were found to have conforming bam patterns. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a lobectomy when they opened three devices the heat indicator was pink. No patient consequences reported. No further information is available.